Event description:
The international customer reported an odor of overheating from the rear of the ventilator, and reported the mains circuit breaker was in the off position. The ventilator was not in use on a patient, therefore there was no patient harm or involvement. The international distributor's service technician inspected the unit and reported the ac inlet on the rear of the ventilator had some discoloration damage possibly due to overheating. The service technician reported no other damage to the interior or exterior of the ventilator. The service technician replaced the ac distribution panel to correct the finding. The service technician reported the unit was functioning to specifications, and was returned to the customer for use.